Manufacturer narrative:
During the inspection of the returned asset device, other malfunctions found were due to deformation fo the up/down knob, crack on the scope body and deformation of the angle shaft, water tightness was lost. The air/water cylinder and suction cylinder had no color. Due to dirt on the light-guide lens, illumination was uneven. Adhesive around the objective lens was chipped. Adhesive around light guide lens was cracked. Adhesive on distal end had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus loaner device, the gastrointestinal videoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that the light guide lens had foreign object. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrections in: d9, e1 phone number, h4, additional information h6 investigation findings, conclusions, h10 narrative. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage between u/d angulation control knob and s-body, and angle shaft. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif-1100 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.